Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) the product was received by the manufacturer at the time of this report. However the investigation is not completed .a follow up MDR will be submitted to report investigation results.

Event description:
It was reported that the dermatome was not working correctly during surgery. The dermatome "ate the tissue" instead of making a clean pass and rendered the harvested tissue unusable. A different dermatome was used and new tissue had to be used. No delay was reported. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2018, it was reported that the dermatome was not working correctly during surgery. The dermatome "ate the tissue" instead of making a clean pass and rendered the harvested tissue unusable. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was june 19, 2008 where it was reported that the device was in for repair under the 1 year warranty and the bearings, motor, seal and retaining ring, and gears were replaced. This is not a related issue. Product review of the air dermatome on may 25, 2018 revealed that the calibration was out of specifications at the 0 setting only. The motor speed was within specifications and the control bar was in the correct position. The control bar was nicked. The head was dinged and there was wear in the blade area. The hose did not leak. All 4 width plates had dings and dents in the skin harvesting area. Repair of the air dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. However, during the product review it was noted that the control bar was nicked, the head was dinged and all 4 width plates had dings and dents. The root cause of the reported event could not be specifically determined with the information that was provided. No testing was able to be performed to try to replicate the reported event. However, during the product review it was noted that the control bar was nicked, the head was dinged and all 4 width plates had dings and dents. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).